Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g4 (PMA/510 k) g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: d4 (version or model, serial, unique identifier (UDI), d5 (other operator of med. Device), e2, e3, e4, e1 (initial reporter and event site email), g2. The field service engineer (fse) reported that they had successfully completed the software installation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by field safety technician, that cardiosave iabp (intra-aortic balloon pump showed an error that unable to synchronize baud rate with pmb device, while installing the d.01 software under fsca on the cardiosave device in their warehouse. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.